Event description:
Device malfunction: clip mislocation. Symptoms/ae: failure to achieve hemostasis, pain, occlusion, thrombosis and surgical repair. Time of symptoms/ae and device malfunction: during and after vessel closure. It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the superficial femoral artery (sfa) after a diagnostic procedure. Reportedly, after the starclose se clip was deployed bleeding occurred. Manual compression was applied and the pt was discharged home. Approximately one week post vessel closure the pt returned experiencing pain and was referred to a vascular surgeon. The clip was found in the posterior wall of the sfa resulting in the intima and media lifting. An occlusion with subsequent proximal and distal thrombosis were was noted. The pt was sent to surgery and the proximal sfa was surgically replaced with a tube graft. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(Superficial artery). The customer reported the device was retained by the customer. The lot number was not identified; therefore, a device history record review could not be performed.